Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips would not stay on tissue. Used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.